Event description:
Patient called product complaints line for olympus biotech op-1 putty and reported ongoing medical problems following a surgery on her back. Patient indicates op-1 putty was used during the procedure that was performed on (B)(6) 2009. Patient indicated a new pain/discomfort in her leg did not subside after surgery and continues to have the same problems. Patient visited a different clinic for follow-up where a physician ordered an MRI be taken of the patient's back where the surgery was performed. That visit and MRI scan took place on (B)(6) 2012. Patient indicates the physician told her that the op-1 putty had "dropped to the bottom of the patient's back" and had broken up to a point in which it was inoperable. Patient attributes the following complications as a result of the surgery where op-1 putty was used: severe difficulty walking or moving, gastric problems, bladder/bowel complications, nerve damage in legs, scar tissue as indicated by later MRI.

Manufacturer narrative:
This product is no longer marketed and the olympus biotech division has ceased all operations. A withdrawal request for the hde (B)(4) was made in (B)(6) 2014 and FDA acknowledgment receipt was confirmed in a letter dated (B)(6) 2014.